Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had failed to detect components on the bus for rows c and d within main drawer 5.1. The field service engineer (fse) replaced the cubie trays on both row c and row d to rule out tray level component failure. The replacement resolved the bus detection issue for row d. However, pockets 1 and 5 on row c remained undetected on the bus. The persistent detection failure in row c, pockets 1 and 5, indicated a localized connection failure, pointing to a probable fault or damage in the row board cable specific to row c. The fse revisited existing issues related to the pockets, and the issue was resolved by reseating the row board cable. Functionality was verified by logging into the hardware test application, which was successful. Customer also verified functionality, and it was successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es several pockets in the drawer failed to open and device was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.